Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
The user reported the k+ was not reading on the monitor. The user reported the sensor was changed out to correct the reading and no error codes were observed. No other details regarding the event were provided. There were no reported adverse consequences to a patient as a result of this event.